Event description:
It was reported that patient experienced inadequate pain relief and soreness in the ribs. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg and lead were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8336700. Model: sc-8336-70. Serial: (B)(6). Batch: 7073065.